Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was degenerative disc disease and non-malignant pain. On (B)(6) 2016 it was reported "pump removed had troubles."

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4) are no longer applicable for this event.

Event description:
Additional information was received on (B)(6) 2016 from a consumer and it was reported that on (B)(6) 2014 the patient had leg probl ems/"movement" and the problems got worse. The patient had a granuloma on (B)(6) 2015 at which time the pump and catheter were removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Device failures included motor stall, delivery failure, and granuloma. Injuries included surgery, hospitalization, pain, and paresthesia. Dates of injury included an explant surgery on (B)(6) 2015. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.